Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was slow and sluggish. A field service engineer performed an internet protocol (ip) release and renew and changed the internet protocol configuration from static to dynamic; however, the issue persisted, then changed the internet protocol configuration to static with internet protocol address and provided the media access control (mac) address to the customer. After rebooting, the medstation successfully connected to the network, verified network connectivity and confirmed the synchronization status. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station had experienced slow and sluggish. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.